Event description:
It was reported during preparation for a therapeutic procedure the subject device does not communicate when inserted, color bars only when connected. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a kink/knot and twisted cable, and the rear cover was found to be faded. A root cause could not be identified. Based on the results of the investigation, the most probable cause that likely led to the malfunction: kink/knot twisted cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.